Manufacturer narrative:
Updated sections: h6. H6 correction: device not returned changed to device discarded. Analysis of production for ship history conducted: (3331/213/67) a lot history record review was completed for lots 25158904, 25159111, and 25159133 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug 2019 through jul-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device discarded: (4115/3221/67) despite request customer indicated that the device was discarded; however, the actual device involved in the adverse event had been already discarded and thus irretrievably lost for testing.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, while harvesting vein the user noticed that the white tip on the cutting tool had become frayed. The white jaw (silicone) on the non heater wire side split in two pieces. It stayed connected though at the proximal end and no pieces fell off the cutting tool. No parts fell into the patient. The unit was replaced with another device and the case was completed without further incident. There was no harm to the patient.